Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that crossing difficulty occurred. The target lesion was located in the severely tortuous and moderately calcified artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter could not cross the lesion due to calcification. No procedure or patient outcome information was available. However, device analysis revealed that the imaging window and sheath had ripples and were twisted.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the tip was detached. Microscopic inspection showed ripples on the imaging window and sheath. Additionally, imaging core windup was observed, and the imaging window was found to be twisted and torn. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. The twist found on analysis is evidence that the motor drive unit (mdu) was on during the insertion of the device into the patient. Since the device is not designed to withstand the forces that could be encountered when advancing while rotating, this condition could increase friction within the device and contribute to twisting of the distal section. Product analysis revealed a twist in the distal section of the device, which is evidence that the mdu was on during catheter insertion.